Manufacturer narrative:
Manufacturer narrative: clinical code: 4580 - insufficient information- event was reported as there was serious health damage to the patient with the patient outcome unknown, however no further information was provided. Impact code: 4624 - surgical intervention - a thoracotomy was performed on (B)(6) 2026. Device problem code : 1250 - fluid/blood leak- leakage was observed from the needle holes at the anastomosis site of the collar. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: - thoraflex hybrid sales jan22 - dec25 vs thoraflex hybrid > leakage > blood oozing & nature of event : collar / anastomosis jan22 - jan 26 gave an occurrence rate of 0.101% no trend requiring action has been identified. 4111 - communication interview: additional information was requested to aid this investigation. 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID - 25820643 which confirmed the device was manufactured to specification with no issues found. 4114 - device not returned , device was explanted however site have not communicated the disposition of the device. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.

Event description:
Event of blood leakage from the stitching on the collar section of the thoraflex hybrid device reported from the kawasaki saiwai hospital japan. The surgery using the thoraflex hybrid was successfully completed. However, as the patient's condition was not favourable during postoperative monitoring, additional drain tubes were inserted. As the patient's condition did not improve, a thoracotomy was performed. During this surgery, leakage was observed from the needle holes at the anastomosis site of the collar.